Event description:
Complainant alleged that while attempting to ventillate a patient (age & gender unknown), the device's display blanked out and stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned zoll medical corporation for evaluation. The customer's report was verified and attributed to an intergated circuit on the smart pneumatic module (spm) board. The spm board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.